Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation a diagnostic anomaly was observed. Device showed messages for invalid capture trend, invalid lead trend and invalid diagnostic data. A-output was found to be 5.0v. No anomalies were noted on threshold, measured data and programmed operation. Atrial output was changed. There were no adverse consequences to the patient.